Event description:
A reported incident involving spiros, closed male luer with red cap described that the device failed to latch onto a syringe, and the plunger within the port became stuck, preventing fluid transfer and it resulted in vial of cytoxan had to be discarded there was no reported patient involvement or reported harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The device has been requested for evaluation. However, it has not been received.